Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient exhibited weight fluctuations and was experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg site was repositioned to address the issue.